Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified nor the root cause of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. During troubleshooting, it was noted that the gasket between the ultrasound plate and the basin was deteriorated to the point that rubber was flaking off. The fse confirmed deterioration of a rubber gasket in the basin.

Event description:
The customer reported to olympus technical assistance center (tac), during reprocessing, the endoscope reprocessor had black dots in the mesh filter basin. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6), (B)(6), and (B)(6)capture related events.